Event description:
As reported by our japan affiliate, a stenosis of the left coronary ostium occurred during a transfemoral tavr procedure and a coronary stent was implanted. The patient¿s annular diameter measured 24mm with severe valve calcification, requiring a 29mm sapien xt valve. It was not possible to cross the native aortic annulus with the edward¿s bav balloon due to the severe native valve calcification. A 25mm tyshak balloon was used to perform the bav. The delivery system /29mm sapien xt valve were inserted into the patient, but was unable to cross the native valve due to the severe native valve calcification. A 25mm tyshak balloon was inserted via contralateral side and bav was performed again, but it the xt valve was still unable to cross the aortic annulus and bav was performed several times. After multiple attempts the xt valve was positioned across the aortic annulus and was implanted with 1ml less than nominal volume. Post deployment the xt valve position was 60:40 aortic/ventricular. It appeared that a bulky calcification was pressed against the sinus of valsalva (sov) and it compressed the left coronary artery. Coronary angiography (cag) showed the left coronary ostium was stenosed to approximately 40% and percutaneous coronary intervention (pci, poba and stenting) was performed. By intravascular ultrasound (ivus) assessment, a suspicious hematoma was found between the left coronary ostium and the sov. Tee showed no signs of annular rupture and there was no drop of the blood pressure, so it was decided to monitor the patient. The patient left the operating room in stable condition with intubated.

Manufacturer narrative:
Per the instructions for use (IFU), coronary obstruction due to severe bulky calcification involving the left or right cusps of the aortic valve is a potential adverse event associated with the tavr procedure. The IFU warns that caution should be exercised in implanting a thv in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, post deployment of the xt valve a bulky calcification seemed to be pressed against the sov, compressing the left coronary artery, causing a 40% of the artery to be stenosed. Pci was performed and coronary flow was restored. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.